Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) double counted the qrs complex on the electrocardiogram (ECG) which resulted in false tachycardia events being noted. The icm remains in use. No patient complications have been reported as a result of this event.